Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system required a full data synchronization and displayed a full sync required notice. A technical support specialist dialed into the station, verified sync status, followed the knowledge article proper data sync 2.0 procedure, stopped and restarted synchronization services, created a database backup per the knowledge article how to create a station database backup, performed a full resynchronization, and rebooted the system to the application. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es or8 stated that it was requiring full download. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.